Manufacturer narrative:
A (B)(6) male infant with a medical history of ventricular septal defect (vsd) and right sided (rs) "bronchiolitis" was being ventilated with a sensormedics 31000a high frequency oscillator and started treatment with inhaled nitric oxide (no) via inovent, (B)(4), on (B)(6) 2011. An intensive care nurse/ventilation practitioner reported that on (B)(6), 2011, the pressure in inomax cylinder (B)(4) dropped suddenly from 900 pounds per square inch (psi) to 0. Regulator component was the subject of a previous investigation. The cause of the observed event was the failure to fully open the drug cylinder valve before use. The regulator residual valve, which is part of the regulator, was previously found to be associated with drug flow interruption when the drug cylinder pressure falls to below 1000 psi. User training includes instructions to fully open the cylinder valve to preclude the interruption of drug flow to the nitric oxide delivery service. The root cause for this event was failure to fully open the cylinder valve, a user error. Note: this style regulator is used only in (B)(6). This is not an issue with regulators in (B)(6).

Event description:
A critically-ill, very unstable, (B)(6) male infant has a medical history of ventricular septal defect (vsd) and right-sided (rs) bronchiolitis. He was being ventilated with a sensormedics 31000a high frequency oscillator and on (B)(6) 2011, was started treatment with inhaled nitric oxide (no) via inovent (B)(4). On (B)(6) 2011, he had a planned transport to the hospital in (B)(6) with the inovent device for ECMO (extracorporeal membrane oxygenation). At arrival in (B)(6), ECMO was not needed. An intensive care nurse/ventilation practitioner reported that on (B)(6), 2011, the pressure in inomax cylinder (B)(4) dropped suddenly from 900 pounds per square inch (psi) to 0, and the patient's oxygen saturation dropped to 75%. The nurse switched the inovent to the second cylinder, and the patient's oxygen saturation returned to 95%. The severity of the event was reported as moderate. After being switched out, it was determined that the cylinder was not empty. The issue was deemed by inotherapeutics to be related to the pressure limited valve when the cylinder is not fully open. Neither inovent device nor the inomax cylinder was returned to the manufacturer. The reporter deemed the oxygen saturation decrease to be life-threatening and related to the drop in cylinder pressure.